Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 20 mmol/l. The customer reported a motor position encoder error from the insulin pump. Troubleshooting was done. The customer reported a motor position encoder error from the insulin pump during troubleshooting. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The device was received stuck in the motor error loop during bolus and or basal delivery. No motion sensor test failure alarm noted was noted. Motor position encoder error alarm was not confirmed in alarm history screen due to overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratched display window, scratched reservoir tube window, and cracked reservoir tube lip.